Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: during a blood transfusion the blood IV tubing set broke inside of pump and blood leaked into pump.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Historical, batch, traceability and sterilization records could not be reviewed since no item or batch numbers were provided. If additional pertinent information becomes available a follow-up report will be filed.